Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to high impedances. The patient has a good status post operatively. Explanted device will not return due to facility policy and electrocautery was used during the procedure.